Manufacturer narrative:
Continuation of concomitant products: product ID: 3889-28, lot# va1p481, implanted: (B)(6) 2018, product type: lead, ubd: 14-feb-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect, the patient was implanted on (B)(6) 2018. The patient reported that the doctor¿s office staff could not get it programmed to the bicycle seat area since it was implanted. The patient was concerned that the doctor¿s office did not program her correctly or that her leads were not in the correct spot. The patient stated that she had never tried to use the programmer to adjust therapy yet. The day of the call, the patient stated that she was feeling stim at the ins site only on program 3 @ 8.5. The patient additionally stated that the day of the call, she was not feeling stim at all on program 1 - 2 and 4 up to 8.5. The patient synched with the ins at confirmed that stim was on. The patient did not mention any trauma/falls/emi/activity. The patient requested that a message to be sent to the local manufacturer representative (rep). The patient was redirected to follow-up with their healthcare provider (hcp) to have t heir lead and ins checked. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it only works after they left the doctor's office and only when they bend over and shortly stopped. The patient contacted the rep and he was not available and would be calling the patient back. The issues reported has not been resolved. The patient had never gotten sensation felt in the bicycle seat area since (B)(6) 2018 and patient was discouraged. The patient went to the office and they x-rayed the site but do not have the result of that either. The patient was still waiting for a call from rep and is (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient's issues have not been resolved at the time of this report, but the patient had made an appointment with their healthcare provider (hcp). Throughout the letter the patient made reference to a pacemaker the patient had, but did not allege a cause of the issue with the implant for their pelvic health therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it only works after they left the doctor's office and only when they bend over and shortly stopped. The patient contacted the rep and he was not available and would be calling the patient back. The issues reported has not been resolved. The patient had never gotten sensation felt in the bicycle seat area since (B)(6) 2018 and patient was discouraged. The patient went to the office and they x-rayed the site but do not have the result of that either. The patient was still waiting for a call from rep and is (B)(6).